Event description:
It was reported that the alarm 113 (reduced water temperature control) frequently occurred during usage in an arctic sun device. Per review of wo on 22may2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 22may2025, it would be sent to imi. Issue was not resolved yet. Therapy was completed with using the original device. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) frequently occurred during usage in an arctic sun device. Per review of wo on 22may2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 22may2025, it would be sent to imi. Issue was not resolved yet. Therapy was completed with using the original device. There was no impact to the patient.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Per follow up information, it would be sent to imi. Issue was not resolved yet. Therapy was completed with using the original device. There was no impact to the patient. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. Dfmea ra2800010, revision 26 was reviewed for this investigation. The reported event is addressed in step # ra12. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use under baw2800261 rev 0, baw2800424 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.